Event description:
It was reported that while infusing ativan the pump switched from primary mode at a rate of 4cc to secondary mode at a rate of 250ml. It was noted that the pump beeped prior to the switch. There was no pt consequence reported.

Manufacturer narrative:
Pump was received and was visually and functionally tested and was found to meet all specifications. Extensive testing was performed with the pump using different scenarios with no spontaneous switch over from primary to secondary observed. Pumps event logs were reviewed and it was determined that volume to be infused had been inadvertently programmed to 37.0 mls instead of intended 2.0 mls. No fault was found with pump. Additional inservicing will be provided to user facility on proper programming of pump.